Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration, and lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side cyst, lymphadenopathy, calcification, "silicone migration, grade 4 capsular contracture." Later physician reported capsular contracture baker grade ii. The device has been explanted.